Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6), 2012. According to the complainant, the generator shut off soon after the user began cauterizing, and the issue occurred a second time one minute after cautery was restarted. The generator was rebooted and was then used to complete the procedure. It was reported that no error messages were observed. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" at the conclusion of the procedure. Following the procedure, the unit was disassembled and cleaned, then subjected to a functional test, an electrical safety test, a performance test, a power strip overload test, and an operational test. No issues were found.